Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a transsphenoidal functional endoscopic sinus surgery (fess), the straight suction switched to an elevator probe without prompt from the user. It was noted that reverification of the suction did not restore functionality. There was no reported impact on patient outcome. No additional information was provided.